Event description:
In late 2008, gore tag thoracic endoprostheses were implanted to treat a thoracic aortic type b dissection that was near rupture. After a tg3420 was placed over the initial tear in the distal arch, there was another intimal tear just distal to the device, so a device was added. The procedure concluded without further incident. On a week later, CT images showed proximal infolding of the device, and an intimal tear distal to the device. Another endovascular procedure is planned. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications.